Manufacturer narrative:
(B)(4). Approx. 2-3 months ago. Medical products- vgxp intlk fmrl rt 67.5 catalog # 195206 lot # 568810, vgxp xp lat tib brg rt 11x71 catalog #: 195781 lot # 074670, vgxp xp e1 tib brg rm 10x71 catalog # 195850 lot # 538510, vang xp inlk pri tib tray 69mm catalog # 195754 lot # 303390. The complaint device remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-05280, 0001825034-2017-05281, 0001825034-2017-05282, 0001825034-2017-05284. Remains implanted.

Event description:
It was reported that the patient initially underwent a total knee arthrplasty, subsequently, the patient presented for follow-up visit for knee pain and swelling that occurred 2-3 months ago when she slipped while walking. No additional information is availabe at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.